Event description:
Pt revised to address fractured locking mechanism, interoperatively noted osteolysis on tibia.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.